Event description:
It was reported that during a laparoscopic cholecystectomy procedure, towards the end of the procedure, once the diathermy hook was removed the trocar started to hiss. The consultant had to re-insert and then remove the instrument to stop the trocar from hissing further. No pneumoperitoneum was lost and no additional time was added to the procedure. Continued procedure with same product as procedure was not lengthy. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.